Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self test, and unexpected restart error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was monitored and tested with no failed battery test noted during testing. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted during testing.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer also reported that there was crack near the reservoir compartment. The customer mentioned that they received a failed battery test alarm. The customer's blood glucose was 49 mg/dl at the time of incident. The customer's blood glucose was 209 mg/dl at the time of call. The customer stated that they treated the low blood glucose with food and went up around 60 mg/dl. The customer declined to troubleshoot for the failed battery test alarm. The insulin pump will be returned for analysis.